Manufacturer narrative:
The impella cp was returned for analysis. The pump investigations found no defects. The cause of the bleeding is unknown because the pump was found to be within specifications. The manufacturing review found no other complaints leveled against this lot of pumps. The root cause of the bleeding is unknown, and therefore no corrective action is warranted. The failure mode will be monitored and trended. (B)(4).

Event description:
A (B)(6) female was admitted with an acute myocardial infarction (st elevation mi) and multiple cardiac comorbidities. She was taken to the cardiac cath lab and had an intra-aortic balloon pump (iabp) placed while cardiothoracic surgery was consulted. When the surgical team turned her down for surgery, she was readmitted to the cath lab and had the iabp replaced to escalated care, in the form of an impella cp. The impella cp was placed via the same groin site as the previous iabp after the "pre-close" technique of insertion of two perclose devices at the access site in the right femoral artery. Once the impella support was initiated the patient had her multivessel angioplasty (pci) performed, via the opposing leg access, at the left femoral artery. The patient was transferred to the ICU where a hematoma began to develop at the pci site, the left femoral artery. The hematoma prompted the team to infuse blood products and hold pressure. A blood loss /ooze began overnight at the right femoral artery, which lead the team to place a femostop over the impella site, against the recommendations of the field representative. The patient continued to have blood loss from the two groin sites, both the impella access site and the angioplasty groin site. In total 11 units of blood were infused and eventually vascular surgery was consulted to treat the angioplasty groin access site. The impella was weaned and explanted after over 25 hours of support. The patient is noted to be stable.